Event description:
The consumer reported a false negative result performed with the binaxnow covid-19 antigen self-test on a nasal sample on (B)(6) 2023. The consumer initially tested positive with the binaxnow covid-19 antigen self-test on (B)(6)2023. Confirmation pcr testing was performed (B)(6) 2023 which generated a positive result. The consumer retested with a binaxnow covid-19 antigen self-test on (B)(6) 2023 which generated a negative result. The consumer retested again on (B)(6) 2023 with a binaxnow covid-19 antigen self-test which generated a positive result. The consumer confirmed there was no harm due to the test results and confirmed there was no delay or impact in their treatment. No additional information was reported.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false negative result performed with the binaxnow covid-19 antigen self-test on a nasal sample on (B)(6) 2023. The consumer initially tested positive with the binaxnow covid-19 antigen self-test on (B)(6) 2023. Confirmation pcr testing was performed (B)(6) 2023 which generated a positive result. The consumer retested with a binaxnow covid-19 antigen self-test on (B)(6) 2023 which generated a negative result. The consumer retested again on (B)(6) 2023 with a binaxnow covid-19 antigen self-test which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Update: b5 h3 other text : single-use: device discarded.